Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl with polyuria. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was also determined that the patient had cancelled boluses in their history and was aware of them. Cts also revealed that the basal/temp basal settings were incorrectly programmed into the pump. It was determined by cts that a significant weight change without adjustments to insulin regimen contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings: the black box data from the date of the event had been overwritten due to continued use of the device. A delivery accuracy test was performed and no delivered defects were found. The original complaint could not be duplicated or confirmed. The total daily dose history and basal history added up correctly to the current basal segment programmed by the user. There were no errors, alarms or warnings observed in the alarm history to indicate an interruption of insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.